Event description:
It was reported that during a procedure, the right ventricle (rv) lead failed to capture. The rv lead was not used. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the rv lead was replaced with a new lead during the procedure on (B)(6) 2024.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that was received, a complete lead was returned in one piece with the helix found to be retracted with traces of blood/body fluids. Electrical testing was conducted and did not find any indication of conductor fractures. There were no anomalies found during visual and x-ray inspections.